Manufacturer narrative:
The reported events of noise, impedance anomaly and suspected lead fracture were not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. However, during analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found two external insulation abrasions breaching the optim sheath only proximal to the suture sleeve tie impressions. The silicone tubing was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
Additional information received notes that the lead also exhibited abnormal defibrillation impedance and was suspected to have fractured.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.